Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. Left atrial pressure was 14mmhg. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa and all release criteria was met. Upon release, the device migrated in a proximal direction. The patient was monitored for an hour. The closure device had settled in an extreme proximal position and there was a loss of compression. There was no leak that was noted. Of note, initial blood pressure was hypertensive at 220/115. The patient was treated heavily with anti-hypertensives/vasopressors during the case resulting in pressure as low as low as 90/60 which rebounded to hypertensive by the end of the case. Additional saline also given during case. The patient did well over night and the next day a transesophageal echocardiogram (tee) was performed. The images showed the device in similar position and compression measurements as before and this time there was a 3mm leak that was noted. There were no patient complications reported.